Manufacturer narrative:
Further information and a system service check of the injector was requested. To date, no further information has been available. If any further information becomes available a follow up report will be submitted. (B)(4).

Event description:
We received the following information from (B)(6) report (B)(4): a patient had an extravasation of contrast media while connected to a stellant dual injection system (serial number unknown). The patient's peripheral venous access did not support the contrast injection. No further information was available; however, the site reported that they instructed the patient on caring for the injury and subsequent follow up.